Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an error 5 message. Per the onetouch ultramini user guide, this means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. In addition, she claimed the subject meter was reading inaccurately low compared to another meter. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issues began on (B)(6), 2011 at an unknown time in the mid afternoon. The patient stated she manages her diabetes with lantus insulin (35units) and novolog insulin. The patient claimed she attempted to check her blood glucose on the subject meter and was unable to obtain a result due to the error 5 message. The patient claimed that approximately one hour later she developed symptoms of "dizziness and shakiness" and denied taking any action in regards to her diabetes management routine. The patient stated she attempted a test one hour later and reported a blood glucose value of "130 mg/dl" on the subject meter and denied taking any action regarding her diabetes management. The patient stated the emergency medical services (ems) was called for assistance at an unknown time. When the ems arrived her blood glucose was tested using the ems meter (unknown type) and reported a value of "550 mg/dl". The patient did not specify the time that the test was performed but stated that less than 30 minutes had elapsed since the test was performed with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated she was treated by the paramedics with 45 units of novolog and 35 units of lantus insulin. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The correct test strips were being used. An approved sample site was used to obtain the result from the subject meter. However, the subject test strips were expired at the time of use. Replacement products were sent to the patient. The complaints are being reported because the patient reportedly developed symptoms suggestive of a serious injury and required medical intervention from an hcp after the alleged meter issue began.